Manufacturer narrative:
The pump has not been request for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on (B)(6) 2015, the patient¿s blood glucose (bg) reading was over 600 mg/dl with unspecified level of ketones, confusion, extreme thirst and drowsiness. It was reported that the patient was treated by the medical professionals at the hospital with insulin via injection. The patient allegedly discontinued pump therapy without any recent adjustment to the pump settings. The reporter alleged that there was an issue with the battery life being less than expected. Customer support agent reviewed the event with the reporter. It was reported that the battery setting and type were correct. Review of alarm history did not find any replace battery warnings. Reportedly, the customer had not try new batteries from a different pack. The reported short battery life remained unresolved. This complaint is being reported because the patient experienced severe hyperglycemia related to a use error in that the alleged short battery life issue may be the result of not using a new battery from a different pack.